Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures eleven years and three months post implantation. The patient reports to be suffering from fear and to have chronic leg swelling. It is also noted that the filter is unable to be retrieved, however there have been no known attempts made to remove the filter. According to the information received in the medical records, the indication for the filter placement procedure was pulmonary embolus (pe), upper gastrointestinal (gi) bleed and contraindication to anticoagulation. During the filter implantation, the ivc diameter was noted to be 22mm. The filter was deployed in the renal veins. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, and occlusion of the inferior vena cava (ivc) and subsequent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures eleven years and three months post implantation. The patient reports to be suffering from tilt and perforation of vena cava with struts abutting and eroding the l3 an duodenum, fear, and to have chronic leg swelling. It is also noted that the filter is unable to be retrieved, however there have been no known attempts made to remove the filter. According to the information received in the medical records, the indication for the filter placement procedure was pulmonary embolus (pe), upper gastrointestinal (gi) bleed and contraindication to anticoagulation. During the filter implantation, the ivc diameter was noted to be 22mm. The filter was deployed in the renal veins. According to the discovery form, the patient received an ivc filter for presumed pulmonary embolism post-laparoscopic roux-en-y gastric bypass, upper gi bleed, contraindicated for anticoagulation. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include perforation of filter strut(s) outside the ivc, multiple deep venous thrombosis (dvt), blood clots, clotting, occlusion of the ivc and frequent monitoring required. The patient further reports great pain and suffering and emotional distress and anguish, for severe and permanent personal injuries sustained, health and medical care costs, together with interest and costs as provided by law.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for the filter placement procedure was pulmonary embolus (pe), upper gastrointestinal (gi) bleed and contraindication to anticoagulation. The patient received an ivc filter for presumed pulmonary embolism post-laparoscopic roux-en-y gastric bypass, upper gi bleed, contraindicated for anticoagulation. During the filter implantation, the ivc diameter was noted to be 22mm. The filter was deployed in the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, and occlusion of the ivc and subsequent deep vein thrombosis (dvt). Per the patient profile form (ppf), the patient reports to be suffering from tilt and perforation of vena cava with struts abutting and eroding the l3 an duodenum, fear, and to have chronic leg swelling. It is also noted that the filter is unable to be retrieved, however there have been no known attempts made to remove the filter. The patient reports perforation of filter strut(s) outside the ivc, multiple deep venous thrombosis (dvt), blood clots, clotting, occlusion of the ivc, and pain. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and result in edema of the extremity. Additionally, blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety and swelling of the legs do not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or images and the patient¿s medical history available for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for the filter placement procedure was pulmonary embolus (pe), upper gastrointestinal (gi) bleed and contraindication to anticoagulation. During the filter implantation, the ivc diameter was noted to be 22mm. The filter was placed via the right femoral vein and deployed at the level of l3. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, and occlusion of the inferior vena cava (ivc) and subsequent deep vein thrombosis (dvt). The patient also reports to be suffering from tilt and perforation of vena cava with struts abutting and eroding the l3 and duodenum, fear, and to have chronic leg swelling. It is also noted that the filter is unable to be retrieved, however there have been no known attempts made to remove the filter. The patient became aware of the reported issues eleven years and three months post implantation. It is also noted that the filter is unable to be retrieved, however there have been no known attempts made to remove the filter. The filter remains implanted; thus, unavailable for analysis. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and result in edema of the extremity. Additionally, blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety and swelling of the legs do not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or images and the patient¿s medical history available for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for the filter placement procedure was pulmonary embolus (pe), upper gastrointestinal (gi) bleed and contraindication to anticoagulation. During the filter implantation, the ivc diameter was noted to be 22mm. The filter was placed via the right femoral vein and deployed at the level of l3. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, and occlusion of the inferior vena cava (ivc) and subsequent deep vein thrombosis (dvt). The patient also reports to be suffering from tilt and perforation of vena cava with struts abutting and eroding the l3 and duodenum, fear, and to have chronic leg swelling. It is also noted that the filter is unable to be retrieved, however there have been no known attempts made to remove the filter. The patient became aware of the reported issues eleven years and three months post implantation. It is also noted that the filter is unable to be retrieved, however there have been no known attempts made to remove the filter. The filter remains implanted; thus, unavailable for analysis. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and result in edema of the extremity. Additionally, blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety and swelling of the legs do not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or images and the patient¿s medical history available for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for the filter placement procedure was pulmonary embolus (pe), upper gastrointestinal (gi) bleed and contraindication to anticoagulation. During the filter implantation, the ivc diameter was noted to be 22mm. The filter was deployed in the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, and occlusion of the inferior vena cava (ivc) and subsequent deep vein thrombosis (dvt). Per the patient profile form (ppf), the patient became aware of the reported issues eleven years and three months post implantation. It is also noted that the filter is unable to be retrieved, however there have been no known attempts made to remove the filter. The patient also reports fear and chronic leg swelling. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, vt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling of the legs does not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
Information received per a second amended patient profile form (ppf) states that in addition to the previously reported events the patient also experienced filter fracture (two posterior side struts that abuts/erodes l3) and perforation of filter struts outside the inferior vena cava (ivc). Approximately thirteen years and seven months post implant a computed tomography (CT) scan was performed to evaluate for abdominal pain (epigastric abdominal pain, history of gastric bypass surgery, evaluation for perforation). Results of the scan noted that the inferior vena cava (ivc) filter was in place within the lower ivc. There appeared to be occlusion of the ivc surrounding and inferior to the filter. Enlarged ascending lumbar collaterals were present. Right kidney has 3.3 cm mass present in the posterior of kidney suggesting tumor. Mildly enlarged spleen (13.7 cm in length).

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for the filter placement procedure was pulmonary embolus (pe), upper gastrointestinal (gi) bleed and contraindication to anticoagulation. During the filter implantation, the ivc diameter was noted to be 22mm. The filter was placed via the right femoral vein and deployed at the level of l3. The filter subsequently malfunctioned and caused blood clots, clotting, and occlusion of the inferior vena cava (ivc) and subsequent deep vein thrombosis (dvt). The patient also reports tilt and perforation of vena cava with struts abutting and eroding the l3 and duodenum, fear, and to have chronic leg swelling. It is also noted that the filter is unable to be retrieved, however there have been no known attempts made to remove the filter. The patient became aware of the reported issues eleven years and three months post implant. Additional information provided indicated that the ivc filter was placed for presumed pe status post laparoscopic roux-en-y gastric bypass and gastrointestinal bleed. The patient subsequently reported filter fracture (two posterior side struts that abuts/erodes l3) and perforation of filter struts outside the inferior vena cava (ivc). Approximately thirteen years and seven months post implant a computed tomography (CT) scan was performed to evaluate for abdominal pain. Results, of the scan noted that the inferior vena cava (ivc) filter was in place within the lower ivc. There appeared to be occlusion of the ivc surrounding and inferior to the filter with enlarged ascending lumbar collaterals were present. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and result in edema of the extremity. Ivc filters are not indicated for use in the prevention of deep vein thrombosis. Collateral circulation develops as a result of inherent circulation patterns being impeded. Additionally, blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Factors that may have contributed to the events included patient, pharmacological factors and vessel characteristics. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and swelling of the legs do not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or images and the patient¿s medical history available for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
Additional information was provided and is available in: section b5 (event description) section g4 (date received by the manufacturer and PMA/510(k) number) section h6 (evaluation codes) the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, and occlusion of the inferior vena cava (ivc) and subsequent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures eleven years and three months post implantation. The patient reports to be suffering from tilt and perforation of vena cava with struts abutting and eroding the l3 an duodenum, fear, and to have chronic leg swelling. It is also noted that the filter is unable to be retrieved, however there have been no known attempts made to remove the filter. According to the information received in the medical records, the indication for the filter placement procedure was pulmonary embolus (pe), upper gastrointestinal (gi) bleed and contraindication to anticoagulation. During the filter implantation, the ivc diameter was noted to be 22mm. The filter was deployed in the renal veins.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, and occlusion of the inferior vena cava (ivc), and subsequent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt, blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of trap ease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, and occlusion of the inferior vena cava (ivc), and subsequent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Patient¿s husband and the patient were and are, at all times relevant to this action, legally married as wife and husband. The patient¿s husband brings this action for, inter alia, the loss of consortium, comfort, and society he suffered due to the personal injuries suffered by his wife.